Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The hub and 3 of the 4 fins are still connected but the fins are bent and not in their original positions, the 4th fin is fractured away from the hub. Based on the condition of the product material found during visual inspection ,additional material testing is not required. An analysis of the customer provided image found the distal part of what seems to be an inserter, with a broken biosure at the tip, it is next to a broken fixation implant. There is no visual problem with the inserter. In a second image, an analysis of the customer provided image found what seems to be a tensioner device laying on a surface, one of the suture pulley assembly, and a compression spring are detached, and next to the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a posterior cruciate ligament reconstruction surgery, the biosure tibial fixation broke. The procedure was completed with non-significant surgical delay of 30 minutes, and using a back-up device in the originally drilled bone hole and no void left in the patient, and the insertion site was cleared of all debris prior to insertion of the anchor . No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the distal part of what seems to be an inserter, with a broken biosure at the tip, it is next to a broken fixation implant. There is no visual problem with the inserter. In a second image, an analysis of the customer provided image found what seems to be a tensioner device laying on a surface, one of the suture pulley assembly, and a compression spring are detached, and next to the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.